Event description:
The customer reported that intermittently the left monitor had lines and would not work. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.